Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code 3191 patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient had an unspecified malfunction which occurred an unknown number of days after the sensor had been inserted in the abdomen. At an unknown time before the patient lost consciousness, the blood glucose reading was 75 mg/dl. The patient was talking to his mother when he suddenly passed out without experiencing any warning symptoms. At this time, the dexcom cgm (continuous glucose monitor) device did not alert the patient as there was no reading, and it only showed a white screen. The parent called an ambulance, and the patient was given a shot of ¿novolog insulin 6ml¿. The patient was contacted to clarify the insulin shot and was asked if they maybe meant glucagon, but the patient stated that it was novolog. As the patient was experiencing a hypoglycemic event this is highly unlikely and this would have most likely been a glucagon shot. The patient regained consciousness on the way to the hospital. When the patient arrived at the hospital the blood glucose reading was 25 mg/dl. The patient was given dextrose and stayed for observation in the hospital for 8 hours. When the patient was discharged, the blood glucose reading was 180 mg/dl. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.